Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a blue towel fiber visible in the camera. It is unknown when this malfunction occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d9, g1, h2, h3, h4, h6, h11 based on the results of the investigation, olympus confirmed the device had foreign material stuck in the distal end plastic cover. However, the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.